Event description:
We learned this event from our importer (B)(4) on 2018/2/13. And it states as: it was reported to the manufacturer by the end user, per the end user, staff was transferring the resident from the bed to the wheelchair when the base of the lift broke into two pieces. The resident fell to the floor and did not sustain any injuries. Complaint (B)(4) were entered into (B)(4) system to have the lift returned to (B)(4) for investigation. As of this writing, the lift has not been returned.